Event description:
The report received from the affiliate indicated that the pt had two cypher stents implanted in the proximal/mid left anterior descending (lad) in overlapping fashion during the index procedure: a 2.5x28 mm stent (stent #1) and a 2.5 x 13 mm stent (stent #2). Twenty-three days after the index procedure, the pt developed chest pain and difficulty breathing and was admitted to a different hospital in a state of cardiogenic shock. The pt was diagnosed with acute heart failure and endotracheal intubation with mechanical ventilation was performed. Coronary angiography was performed and in-stent-thrombosis was noted and extended to the distal portion of the previously implanted cypher stents. The sub-acute thrombosis (sat) was treated by balloon angioplasty using two tazuna balloon catheters: a 1.25 x 10 mm and a 2.5 x 15 mm. A tsunami 2.5 x 15 mm bare metal stent (bms) was implanted inside the 2.5 x 13 mm cypher stent (stent #2) in the proximal lad. The stent was post-dilated three times with a potenza 2.5 x 13 mm balloon catheter at 22 atm for 50-60 sec. An intra aortic balloon pump was inserted. The pt was discharged fifteen days after the adverse event. The physician's comment regarding the possible cause of the sat event was that the cypher 2.5 x 13 mm stent (stent #2) was under-dilated.

Manufacturer narrative:
The proximal/mid lad target lesion was reported to be: eccentric, a bifurcation lesion, calcified, an in-stent-restenosis (isr) of a previously implanted vision bms, 35 mm length, 2.5 mm vessel diameter, and type c. The lesion was pre-dilated twice with a maverick 2.5 x 15 mm balloon catheter at 9 atm for 60 sec. A cypher 2.5 x 28 mm stent (stent #1) was implanted in the distal portion of the mid lad at 18 atm for 45 sec. An additional cypher 2.5 x 13 mm stent (stent #2) was implanted at 18 atm for 45 sec proximal to the first stent in overlapping fashion. The stents were not post-dilated. Ivus was not done. The residual stenosis was 0%. The flow pre-post procedure was timi 3. An act was not measured. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure.